Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/62 years old. Of note, multiple patients/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: competitive athletes with implantable cardioverter¿defibrillators¿how to program? Data from the implantable cardioverter¿defibrillator sports registry. Heart rhythm society. 2019. 16:581¿587. 10.1016/j.hrthm.2018.10.032. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding an investigation assessing implantable cardioverter defibrillator (ICD) tachycardia detection programming associated with ICD shocks, whether appropriate or inappropriate, loss of consciousness, and death in athletes. Of note, multiple patients/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot numbers/manufacturer/method. It was reported that 34 out of 440 patients within the study experienced inappropriate shocks. Some of these were a result of right ventricular (rv) lead malfunction and t-wave oversensing (twos). It was also reported that 3 patients presented with palpitations and dizziness due to ventricular tachycardia (vt) occurring below the programmed detection rate. It was noted that these patients in particular had previously been programmed to a higher rate in optimization to avoid inappropriate shocks. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.